Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The patient felt a "snap" while walking. X-rays showed a broken nail. Revision surgery was used to remove nail, and replaced with a t2 supracondylar nail and a distal lateral femur plate.

Event description:
The patient felt a "snap" while walking. X-rays showed a broken nail. Revision surgery was used to remove nail, and replaced with a t2 supracondylar nail and a distal lateral femur plate.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Manufacturer narrative:
The reported event was confirmed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The item received had broken in fatigue manner after an implantation period of approx. 2 months. The fracture pattern identified high loading. Medical documents were not provided. Thus, a medical review was not possible. The surgeon's instructions regarding post operative load bearing remained unknown - thus, it could not be determined if the patient had been compliant. With available information a product deficiency was not verified. The item broke due to axial overload which was regarded as patient related. In case substantive information becomes available we reserve the right to re-open the complaint and to re-assess the root cause.

Event description:
The patient felt a "snap" while walking. X-rays showed a broken nail. Revision surgery was used to remove nail, and replaced with a t2 supracondylar nail and a distal lateral femur plate.